Event description:
Information received that the stretcher would not lock in brake. No injury reported.

Manufacturer narrative:
Technician found that the stretcher would not lock in brake due to defective caster. Replaced the caster to resolve this issue. Stretcher located in hallway.